Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. The provided picture of the guide wire showed that the wire was wavily deformed and the distal tip was missing. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the provided information and picture, it was presumed that the tip of the guide wire was shredded off by the cutter or blades of the atherectomy device when the atherectomy device was delivered far down the tip that was likely curved due to tortuous anatomy. It was concluded that this event was not attributed to product quality. Missing of the tip was confirmed on the provided picture; therefore, it was unable to completely rule out a possibility that missing tip fragment might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings]. Do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.] [Malfunction and adverse effects] separation of the guide wire.

Event description:
During a percutaneous peripheral intervention to treat an unspecified lesion in the femoral artery, an asahi regalia xs 1.0 guide wire was used with a philips phoenix atherectomy device. When the atherectomy device was delivered too far down the wire and it got stuck on the wire once it got to the distal end of wire and pulled the wire out when removed. The wire could not be removed from the atherectomy device and a new wire and phoenix device were used to complete this case. There was no injury to the patient associated with this event. The provided picture of the guide wire showed that the wire was wavily deformed and the tip was missing.